Manufacturer narrative:
Only the is-1 terminal leg was returned with the associated device to our post market quality assurance laboratory. The lead was severed approximately 5.7 mm from the lead's terminal pin. Visual inspection of the terminal pin noted two sets of setscrew marks. The terminal pin could easily be inserted and removed from the device's header. Electrical testing was performed on the lead segment and it was found to be electrically continuous. Laboratory analysis was unable to confirm the field observations that the rv lead had dislodged or that the lead could not be removed from the device's header.

Manufacturer narrative:
Only the portion of the lead that could not be removed from the device header will be returned. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an implantation of a competitor's left ventricular lead, this right ventricular (rv) lead presented with unacceptable measurements. A chest x-ray was performed and revealed that this lead had slightly dislodged. No adverse patient effects were reported. A lead revision was performed but the rv lead could not be removed from the associated device's header due to stuck setscrews. The lead was cut and successfully replaced with a competitor's product.